Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a screen issue, the liquid crystal display was out of specification in an electrical manner. Analysis further noted that the battery contacts were compressed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had a problem with the screen, that the writing at the bottom appeared broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.